Event description:
It was reported that a device was used during a cholecystectomy. After introduction of the device, it was necessary to do a transfusion. The aorta was punctured. The surgeon stated "that the device shield would not lock out". Opened another device to complete the case. There was no consequence to patient.